Event description:
It was reported that the lead exhibited high capture threshold and high impedance. The lead was explanted and replaced. It was noted that the helix would not retract at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil was not welded to the helix shaft. This would cause the reported high threshold, high impedance, and failure of helix retraction.